Manufacturer narrative:
In argus database case ID (B)(4) has been created for this report.

Event description:
The bristles were loose. One came off and lodged into my tonsils, and I had to go to urgent care to get it removed [removal of foreign body from throat]. The bristles were loose. One came off and lodged into my tonsils, and I had to go to urgent care to get it removed [device malfunction]. This is a spontaneous report received from an adult male consumer (age unspecified) on (B)(6) 2018, who used col tb 360 optic white and as the bristles were loose, one bristle came off and lodged into his tonsils, and he went to the urgent care and got it removed medically from his tonsils. There was no relevant medical history provided. On an unspecified date consumer started using col tb 360 optic white. The consumer reported that the bristles of col tb 360 optic white were loose and one bristle came off and lodged into his tonsils and he went to the urgent care and got it removed medically from his tonsils (details not provided). Action taken with col tb 360 optic white was unknown. At the time of this report, outcome of the event was unknown.